Event description:
It was reported that the hemostasis valve leaked after the iab was inserted through the sheath. The sheath and iab were removed as an unit. The iab was then inserted through a second sheath. There were no patient complications.